Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the staff member stated that during a transcatheter aortic valve replacement procedure the angio-seal device did not deploy. When pulling the entire device back, everything came out. The anchor was still inside the sheath. The angio-seal was used to close the large bore site after two perclose devices did not seal. Hemostasis was successful with manual pressure. The patient was reported in stable. The time of the procedure was delayed. Additional information was received 03october2019: the sheath size used during the procedure was 19f for tavr procedure. A pre-deployment angiogram was performed. Everything was smooth and clicked just as it's supposed to", when pulling back to deploy, everything came out (sheath + device).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.